Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had several issues. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had low battery alert, absence of alarm, it takes longer to prime, and had a backlight anomaly. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device passed back light check. No back light anomaly noted. Device also passed tone check and vibrate check on self test. No audio or vibrate or absence of alarm anomalies noted during testing. The low battery alarm and off no power alarm functions properly. No unexpected low battery alarm or off no power alarm noted during testing. The device recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. Device uploaded properly using care link. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. Device received without the original battery cap. Unable to verify damage to the battery cap. Data analysis: there is no data available due to the unit did not have a battery installed when received.